Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir did not lock in place. The customer¿s blood glucose level was unknown. The customer was reported that the location of damage was reservoir ring of insulin pump. The customer was also reported that crack on the reservoir ring and did not latch and came off. Troubleshooting was performed for damage. The customer was advised that the insulin pump needed to replace and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Cracked reservoir not found during testing. Device passed the displacement test.